Manufacturer narrative:
(B)(4). Report source - foreign: italy. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the unit was blocking (locks) when it is in operation. Surgical technique was used and the device was not new. The event was out of surgery. There was no injury, no additional medical intervention, no delay, no conditions contributed to the event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, and h10. The results of the investigation are as follows: -review of the most recent repair record determined the motor failed, the switch and cable insulation were damaged, and the calibration was out at the 0 reading. The motor, switch, and plug harness were replaced and the device was recalibrated and resolved the reported issue. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.